Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 191 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer does not use the sensor feature. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. "

Manufacturer narrative:
Findings: pump received with motor error alarm during basic occlusion test due to faulty sensor resistor. The motor was tested outside the device and passed. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.